Event description:
The report received from the registry indicates that one-year after the index procedure during a follow-up contact, the pt reported having angina pectoris and had a stress echocardiogram done. Coronary angiography was done and an 80% distal peri-stent restenosis was reported involving the previously implanted cypher select plus 3.5 x 13 mm stent. The restenosis was treated by implantation of an additional cypher select plus 3.5 x 33 mm stent. An additional lesion involving the left anterior descending artery was also treated during this procedure.

Manufacturer narrative:
This pt was randomized to the registry for two-vessel disease. A stage procedure was not planned. The indication for the index procedure was unstable angina pectoris. The left ventricular ejection fraction was 30-50%. The target lesion was at the proximal circumflex. The lesion was reported to be: de novo, concentric, a native coronary artery, reference vessel diameter was 3.5mm, an 80% stenosis, lesion length was 10mm, moderately calcified, angulation of >45 degrees and <90 degrees, and type b1. The lesion was not pre-dilated. A cypher select plus 3.5 x 13 mm stent was implanted at 16 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The timi flows were not provided. Ivus was done. The pt was discharged three days after the procedure. During the one and six-month follow-ups, the pt was asymptomatic and compliant with antiplatelet regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.